Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported by customer that he had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer stated they were treated with glucose tablets and does not remember their blood glucose levels at time of admission. Nothing further reported.